Event description:
Same case as MDR ID # 2134265-2013-06132. It was reported that during preparation for a rotational atherectomy procedure, guide wire fracture occurred. A 330cm rotawire floppy guide wire was selected for this procedure. During platform testing external to the patient, the guide wire fractured. The saline infusion had not been turned on and the burr came into contact with the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The visual and tactile inspection was performed and the device returned fractured in two sections; moreover, the device is kinked at 107.4cm approximately from the distal end. All the outer diameter measurements are within the specifications. External analysis also revealed that both samples presented evidence of wear reduction and multidirectional cyclic bending as mode of wire failure. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-06132. It was reported that during preparation for a rotational atherectomy procedure, guide wire fracture occurred. A 330cm rotawire floppy guide wire was selected for this procedure. During platform testing external to the patient, the guide wire fractured. The saline infusion had not been turned on and the burr came into contact with the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine.